Event description:
Boston scientific received information that this lead had displayed out of range pacing impedance measurements and a loss of capture (loc). The lead was capped and a new lead was implanted successfully. There were no adverse patient effects.

Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.